Manufacturer narrative:
Concomitant medical products: vlft10gen ft series energy platformx1 (lot#: t6h07179dx). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, a completed seal cycle end tone was observed and upon c utting/dividing the sealed vessel there was bleeding. It appeared as though the blade was cutting further than the seal the surgeon had to suture one area to stop the bleeding, but used the ligasure for the remainder of the case. The surgeon would not fully squeeze the cut trigger and instead only a little bit to ensure the seal was longer than the cutting feature. There was no regrasp alert but there was energy delivery noted. There was minor bleeding of vessels that were not completely sealed with the device. It was used on short gastric arteries and did not appear any thicker than usual. No cleaning was performed because it was only used for a about 4 to 5 seals, plus the device has nano coating and shouldn¿t need to be cleaned often. There was no replacement of the generator or the ligasure device. The surgeon was able to finish the case using the same device and generator. He just wouldn¿t fully squeeze the cut trigger after the seal cycle complete tone was heard so that the knife did not travel fully on the knife track. Generator'ssoftware at the time of the case was 4.1. Amount of blood loss was not documented as the surgeon was able to stop the bleeding during the case relatively quickly. The patient needed to be readmitted into the hospital due to the incident. The surgeon had to give a unit of blood once the patient was readmitted and give 2 additional units and continued to monitor the patient. Patient was event ually discharged with 3 total units of blood given. Patient is doing well.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The analysis found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was detected and activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues the device¿s sealing performance was tested on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The sealing was adequate when the seal cycle reached end tone. It was reported that the device produced only a partial seal of the vessel. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition that has no relationship to the reported condition: the tip dot on the seal plate was damaged. The most likely root cause was traced to a quality control deficiency. Damage to the tip dot alone is unlikely to affect the performance of the device. Damage to the tip dot would not lead to an sealing issue. The root cause of this defect has been determined to be an elevated stress burden on the glass tip dot during downstream jaw overmolding process. This elevated stress causes the dot to fracture when assembled into a finished device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, there were two occasions that a completed seal cycle end tone was observed and upon cutting/dividing the sealed vessel there was bleeding. It appeared as though the blade was cutting further than the seal the surgeon had to suture one area to stop the bleeding, but used the ligasure for the remainder of the case. The surgeon would not fully squeeze the cut trigger and instead only a little bit to ensure the seal was longer than the cutting feature. There was no regrasp alert but there was energy delivery noted. There was minor bleeding of vessels that were not completely sealed with the device. It was used on short gastric arteries and did not appear any thicker than usual. No cleaning was performed because it was only used for a about 4 to 5 seals, plus the device has nano coating and should not need to be cleaned often. There was no replacement of the generator or the ligasure device. The surgeon was able to finish the case using the same device and generator. He just would not fully squeeze the cut trigger after the seal cycle complete tone was heard so that the knife did not travel fully on the knife track. Generator's software at the time of the case was 4.1. Amount of blood loss was not documented as the surgeon was able to stop the bleeding during the case relatively quickly. The patient needed to be readmitted into the hospital due to the incident. The surgeon had to give a unit of blood once the patient was readmitted and give 2 additional units and continued to monitor the patient. Patient was eventually discharged with 3 total units of blood given. Patient is doing well.

Manufacturer narrative:
Additional information: e1(middle name), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the tip dot on the seal plate was damaged. Functional testing found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was detected and activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. No electrical or wiring issues were found. It was reported that the device produced only a partial seal of the vessel. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the unit had a seal plate failure. The most likely cause was determined to be manufacturing related. Jaw dots provide a dielectric spacer to prevent jaws/seal plates from directly shorting or arcing due to low gap. Damage to the tip dot would not lead to a sealing issue. The root cause of this defect has been determined to be an elevated stress burden on the glass tip dot during downstream jaw overmolding process. Internal process improvements have been initiated to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.